Event description:
Information was received indicating that the level 1 trauma fast flow disposable was damaged. The part where the drip chamber and the spike are connected was torn off. There were no adverse events reported.